Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the length of the additional incision to locate the vein? Was the vein located and what was used to tie off the vein? Can you describe how much bleeding the patient experienced during the procedure? Was there any an additional procedure performed or indicated to remove the tape? Was the patient treatment altered in anyway due to the extended incision? Was any medical intervention provided to the patient for bleeding? What are the patients age, gender, medical / surgical history? What is the current status of the patient?

Event description:
It was reported that a patient underwent varicose vein procedure on (B)(6) 2018 and suture was used. The suture broke during the procedure as the surgeon used the suture to tie off the great saphenous vein below the knee. Since the vein had been cut by the surgeon, the vein retreated deep into tissue without tying off. The surgeon made an additional incision on the distal end to locate the same vein. It is unknown what was used to complete the procedure. The current patient status is unknown. Additional information has been requested.

Manufacturer narrative:
Pc(B)(4). Device evaluation summary: an empty opened foil and a spool with a winding suture piece of product code j206, lot gdz724 were received for analysis. During the visual inspection of sample, the suture was dispensed and it has begun with the process of disintegration, since the suture was breakage in several sections. The product code j206 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you describe the length of the additional incision to locate the vein? About 1.5 cm was the vein located and what was used to tie off the vein? Yes, it was located with difficulty and surgeon frustration, tied off with a 3/0 vicryl tie can you describe how much bleeding the patient experienced during the procedure? Not much during the whole procedure, probably under 50 ml was there any an additional procedure performed or indicated to remove the tape? ? What tape? Was the patient treatment altered in anyway due to the extended incision? There was an extra incision made, not extended. Was any medical intervention provided to the patient for bleeding? Not required, there was concern of bleeding post op if the vein was not tied off, but the surgeon managed to locate the vein with the extra incision what are the patients age, gender, medical / surgical history? Age (B)(6)hx of asthma, partial mastectomy what is the current status of the patient? Patient was fine overnight on the ward, and discharged